Event description:
It was reported that; we were trialing for an interbody spacer and the reamer distractor is stuck on the t-handle. Back up was available to complete the procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: no issues were identified during manufacturing record review. Material analysis determined that the tip fractured in ductile overload mode. Conclusion: the most likely cause of the reported event is the overload of the driver tips with the age of the device contributing to the event.

Event description:
It was reported that; we were trialing for an interbody spacer and the reamer distractor is stuck on the t-handle. Back up was available to complete the procedure.